Event description:
The balloon was inserted via the left femoral artery without complication. Once connected to the iabp, it inflated correctly. The augmented systolic part had appeared three or four times as assistance was interrupted and a "rapid loss" alarm message showed up. All gas connections were checked and the balloon was filled several times with the same result. The extender was disconnected and the balloon evacuated by syringe in order to verify the existence of a leak. Seeing no trace of blood and considering that the catheter wasn't leaking, the dr tried manual unfolding by air injection. Air seemed to enter smoothly, but the catheter didn't inflate, so the iab was removed. A second iab was inserted and worked perfectly at the first try. (Event complications: none from the event - reported 9/8/98. Pt's current status: unk - reported 9/8/98.)